Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 2000, the pt underwent a primary left l4-l5 spinal root decompression. On event date, the pt presented with a recurrent herniated disc. The investigator noted the event as severe in intensity. Action taken was hospitalization for 1 day. Pt had a re-operation: medical facetectomy and foraminotomy with excellent relief of symptoms. The event resolved in 6/00. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted a possible explanation for the event as an illness being treated for the event.